Manufacturer narrative:
(B)(4). A request was made to the field representative to provide details of the device check. However, no boston scientific field representative was contacted to interrogate the device at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device experienced a syncopal episode. The patient was out for about 30 seconds. The clinician at the hospital requested a field representative come to interrogate the device. No additional adverse patient effects were reported.